Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the inverted image could not be identified. However, it¿s likely the cause is related to the menus in which either the endoscopic images are usually displayed, or 180-degree rotated display is set on the display of the tabs in the observation setting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the image on the video system center could not be inverted on one of the four systems. There were no reports of patient harm associated with this event. The olympus representative suggested checking that the invert image setting was set properly under user settings and taking a working camera head into the non-working system to verify. The customer was not in front of the system at the time of the call.